Event description:
Adult unit code blue on intubated patient. Attempting to bag/ventilate patient. Pressure release valve was not functioning properly. The bag hyperinflated regardless of positioning of valve through entire spectrum of its dialing. Could not properly deliver ventilation to patient until second bag was brought in.